Event description:
It was reported that there were three areas around the patients implantable pulse generator (ipg) site that looked like rug burns. It was also noted that the patient felt warmth around the ipg, and the skin appeared yellow.